Event description:
During product service by a service technician, a flogard infusion pump had a defective battery. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician as part of preventative maintenance. This is an ancillary service event. The device was visually inspected, functionally tested and a battery test was performed. During testing a defective battery was identified; the cause could not be determined. To correct the condition, the battery was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.